Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12719. It was reported that during the lead explant procedure, loss of radio frequency (rf) telemetry was observed when the cautery was used to decapsulate the device. Telemetry wand was used. After the procedure, false elective replacement indicator (eri) alert was noted. Programming changes were successfully made to clear the alert. The patient was stable before, during and after the procedure.